Manufacturer narrative:
A ge rep evaluated the system and replaced the keyboard. The system operates as intended.

Event description:
The customer reported that the subtraction function was not operating properly. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of death or injury.